Event description:
It was reported that the swan-ganz catheter and a central venous catheter formed a knot in the superior vena cava during surgery. The planned procedure was coronary artery bypass grafting (CABG), aneurysm resection and graft replacement. After anesthesia induction, the cvc was inserted from the right internal jugular vein and the introducer for the swan-ganz was also inserted from central side of the same vein. The swan-ganz was inserted through the introducer; however, it was noted by the waveform that the catheter was not passing from the right atrium (ra) to the right ventricle (rv). Echocardiography showed an enlarged ra and thickened tricuspid leaflet, which prevented the catheter from moving forward. The clinician attempted to remove the swan temporarily, but it knotted and it could not be withdrawn. The knot was confirmed under x-ray. Considering the need for heparinization, the size of the knot, and the risk of right internal jugular vein rupture, it was decided to remove the catheter after surgery. Another pulmonary artery catheter was inserted from the left internal jugular vein. After the surgery, the internal jugular vein was incised and it was confirmed that the knot also involved the cvc. The knot was untied, the swan was removed from the patient and the incision site was sutured. No lasting patient injury was reported.

Manufacturer narrative:
(B)(4) 2012. The occurrence date is unknown. The device was not available for return. No device malfunction is alleged or suspected. Knotting is listed as a potential complication associated with the use of swan-ganz catheters and the following guidance is provided in the complications section of the IFU: flexible catheters have been reported to form knots, most often as a result of looping in the right ventricle. Sometimes the knot can be resolved by insertion of a suitable guidewire and manipulation of the catheter under fluoroscopy. If the knot does not include any intracardiac structures, the knot may be gently tightened and the catheter withdrawn through the site of entry. The following precaution is also listed: if a right ventricular pressure tracing is still observed after advancing the catheter 15 cm beyond the point where the initial right ventricular pressure was observed, the catheter may be looping in the ventricle, which can result in kinking or knotting of the catheter (see complications). Deflate the balloon and withdraw the catheter into the right atrium. Reinflate the balloon and readvance the catheter to a pulmonary artery wedge position, then deflate the balloon. Failure of a balloon flotation catheter to enter the right ventricle or pulmonary artery is rare but may occur in patients with an enlarged right atrium or ventricle, particularly if the cardiac output is low or in the presence of tricuspid or pulmonic incompetence or pulmonary hypertension. Use of a swan-ganz guidewire thermodilution catheter (model 821hf75) or swan-ganz hi-shore thermodilution catheter (model 141hf7) may be helpful in these patients. Deep inspiration by the patient during advancement may also facilitate passage. No actions will be taken at this time.